Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient will have a non-device related procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16533478, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing numbness in the lower back area. The patient will undergo explant procedure of the whole scs system.

Event description:
A report was received that the patient was experiencing numbness in the lower back area. The patient will undergo explant procedure of the whole scs system.